Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one device opened by the account and two sealed sutures. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the devices noted no abnormalities. Functionally, the received needles were loaded onto the instrument. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. The needles were loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates these device lot numbers were released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the needle broke into 3 pieces while suturing during a lap hysterectomy. Currently the patient is okay. This did not result in tissue damage or patient injury. This did not cause more than 250cc of unanticipated blood loss. The broken needle did fall into the patient cavity but was retrieved using a laparoscopic grasper forcep. The case was not delayed more than 30 minutes as a result of the problem. To correct the condition, another device was used. The endo stitch suturing device used in the procedure, along with two unopened unused absorbable reloads will be returned. These reloads are the same lot number of the load/needle that was broken. The broken needle was discarded and not saved.